Manufacturer narrative:
Misonix has taken the following actions for nexus® consoles presenting power supply faults: the power amplifier board has been revised to improve reliability and was implemented on an engineering change order. Additionally, a service bulletin was released to instruct misonix service department to revise the power amplifier board when a console is returned. There is also a service bulletin in place to improve the reliability of the l5 inductor for consoles returned to misonix, inc. The nexus console instructions for use (100-10-1000) provides the following warnings regarding power supply faults: a power supply fault results in the following hazardous situations: the system will not boot-up the system gives a power supply fault during system check. The system shuts down during use the system gives a power supply fault message during use. Ultrasound and irrigation shut down. Hazardous situations 1 and 2 do not present a significant risk to the patient or user. The IFU contains a warning that the hospital should follow back-up equipment protocols. Hazardous situations 3 and 4 present a potential risk of patient harm due to delay in treatment. There is no significant risk of patient or user injury because ultrasound and irrigation shut down in a fault condition. Design and operational factors that could make the end user aware of the power supply fault condition and allow for its termination: the system check as described in the console IFU provides instructions that require confirmation that the console is working as intended. Function is not confirmed if the "console alerts of a fault or does not respond as expected." The end user should refer to the troubleshooting section of the IFU for next steps. Power supply faults, of the nexus® console IFU states that "the console monitors the internal power supplies at all times and faults in cases when they are compromised. A system reset screen is displayed together with an audible indicator. Ultrasound and irrigation are deactivated." Warning: the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols.

Event description:
A non-conformance of a nexus® console after a power supply fault occurred during liver surgery at (B)(6) hospital (B)(6) was reported. The surgeon at the time was using the nexus® console along with curved extended handpiece (100-92-0000) to resect the liver. It was reported the handpiece stopped working after 10 minutes of use. The nexus® console stopped and displayed a power supply fault on the main screen. The foot pedal was checked, the hand piece was swapped over to another hand piece, and the power supply to the console was disconnected. The nexus® console was restarted, however the screen continued to display the power supply fault and was alarming.